Manufacturer narrative:
(B)(4). Batch # n57c9r. Device evaluation: the analysis results showed that one gst60t cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # ni. Reload - gst60t. Expiration date: 12/31/2019. Certification date: 01/23/2017. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: the staples did not close correctly neither the knife cut the tissue, was the tissue stapled? If yes, were the staples properly formed? Was there any difficulty opening the jaws of the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? What was the product code of the stapler (plee60a, pse60a, ec60a, etc.)? Was buttressing material utilized? If so, which product? The answers to this questions are the following: no, the staples did not close correctly and the tissue didn¿t cut properly. There was no difficulty opening the jaws of the device . The product code of the stapler was psee60a. No buttressing material used.

Event description:
It was reported that during a sleeve gastrectomy, when the device was fired, the staples did not close correctly neither the knife cut the tissue; the blade was stuck since the beginning.